Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation to treat atrial fibrillation procedure was stopped because of a intellanav mifi open-irrigated catheter temperature was too high. Upon investigation, catheter was leaking at proximal end of tubing connected to handle. Catheter was replaced and procedure was completed successfully without further complications. Device is expected to be returned.

Event description:
It was reported that during a pulmonary vein isolation to treat atrial fibrillation procedure was stopped because of a intellanav mifi open-irrigated catheter temperature was too high. Upon investigation, catheter was leaking at proximal end of tubing connected to handle. Catheter was replaced and procedure was completed successfully without further complications. Device was returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint.